Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed over torqued inner coil at the connector region which is consistent with procedural damage. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that patient presented for an implant procedure. It was noted that the right ventricular lead failed to sense. The lead was not used and replaced during procedure. The patient was stable.